Event description:
Customer reported the t:slim x2 pump battery would not charge, despite using the specified tandem charging equipment. There was no adverse impact to the customer¿s blood glucose level. Following unsuccessful attempts with different charging methods, technical support arranged for a replacement pump. Instructions were given for returning the malfunctioning device and ensuring uninterrupted insulin delivery through multiple daily injections.